Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay patient's mother contacted lifescan (lfs) alleging that the patient's one touch ultra 2 meter displayed the error 1 message. The medical surveillance specialist (mss) classified the complaint based on the customer care advocate (cca) documentation since the mss could not reach the patient by phone. The pt said the error 1 issue started the next day. The pt claimed he experienced shakiness close to the same time, yet after, the product issue. As result of the issue, the pt skipped his sliding scale dose of humalog insulin. The pt denied receiving treatment. The cca noted that the error 1 issue was not resolved . The pt's products were replaced. This complaint is reported because the pt alleges that the lfs product displayed the error 1 message and afterward he experienced shakiness, which can be typically associated with hypoglycemia.